Event description:
Reporter alleged obtaining discrepant blood glucose values of 229 mg/dl on his advantage system compared to the hospital meter of 74 mg/dl and another comparison from the reporter of 229 mg/dl versus a hospital result of 81 mg/dl. Reporter stated the comparatives were performed 2 minutes apart and he was able to self treat with juice at the hospital but no other treatment was received. It was stated prior to going to the hospital; the reporter called the ambulance due to taking rapid insulin which is the incorrect type and attempted to counteract the dose with 3 glucose tablets. It was stated the reporter's advantage system read 260 mg/dl when the ambulance arrived; however, reporter was not experiencing any hyperglycemic symptoms during that time so he was not treated but transported to the hospital. A request was made for the return of the suspect device and replacement product was sent.